Manufacturer narrative:
Device used for treatment, not diagnosis. Additional classification codes: mni, mnh, kwp, kwp. This report is for unknown pangea rods/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Pangea hardware remains in the custody of the hospital facility, and will not be returned (B)(4): this will be reported as a potential device-related event. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated on an unknown date with synthes pangea instrumentation at levels l4-s1 for degenerative disc disease. At an unknown time, it was noted that the patient developed adjacent level degenerative disc disease at l3-l4. There was no allegation of deficiency in the existing pangea hardware, and fusion had been achieved at l4-s1. The patient was returned to the operating room on (B)(6) 2016. All pangea hardware was removed intact, and the patient was implanted with matrix instrumentation at level l3-l4. No hardware was reimplanted at l4-s1. There was no surgical delay, no broken hardware, and no evidence of less than desirable treatment outcome from the original surgery. Patient status was reportedly stable following the procedure. The pangea hardware remains in the custody of the hospital facility, and will not be returned. Consultant confirms all known information has been provided. Concomitant medical products: 4 unknown pangea screws (unknown part #, unknown lot #, quantity 4); 4 unknown pangea locking caps (unknown part #, unknown lot #, quantity 4). This report is 1 of 3 for (B)(4).